Event description:
It was reported that during pre-testing, it was observed that there was a hole in the cord of the motor device. During engineering evaluation it was discovered that the device had a hole in the hose, loose components, was power broken and leaking oil. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the observed that the device had a hole in the hose, loose components, was power broken and leaking oil. It was determined that the hole in the hose was from allowing the hose to come in contact with a sharp object. It was determined that the loose components were caused by loctite deterioration. The device is leaking oil because of the loose components and the hole in the hose. It was found that the device showed signs of damage caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use (dfu). It was further determined that the cause of power broken was due to running the device in the safe or load position, which is failure to follow the directions for use. The assignable root cause was determined to be due to user error, abuse and/ or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.